Event description:
Related manufacturer reference number: 2017865-2024-73589. It was reported that the patient presented for an implant procedure. Post-implant procedure, a cardiac echocardiogram was performed showing that the patient had a pericardial effusion. The physician suspected that a micro perforation occurred while implanted the atrial leadless pacemaker. A pericardiocentesis was successfully performed. The patient was in stable condition.